Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to the tubing set error alarm is triggered by the lvp if it thinks there is an issue with the administration set. This could be caused by the administration set resistor knob channel being clogged which will more commonly be seen low flow rates such as 0.5 ml/hr. In addition, could be caused by failing the lvp's leak check. The "leak check" is a check that the pump does to ensure the set isn't leaking prior to starting a flow test. Common reasons you could fail include 1) can be caused by the administration set having a leak (can be small and not seen by visual eye), 2) can sometimes be caused by a dirty "ipc seal" on the pump causing improper connection with the admin set, 3) can be caused by the admin set not being inserted correctly. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch review could not be performed as the affected batch was not provided.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "multiple alarms for infusion set error/cassette error. Troubleshooting directions followed on the screen. Tubing dial was in the correct position. No patient event " note - customer performed initial review and will perform repairs the following has been reported: tubing set error (clogged admin set) the pump was detecting a flow out of tolerance; this was most likely the result of the cassette having a slight clog resulting in a lack of feedback condition. The pump was able to run a successful test infusion the day after. Biomed confirmed pump test infusion ran at the depot with no issue. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review of the logs identified the following issue: tubing set error (clogged admin set) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.